Event description:
Per the clinic, the patient experienced pain and swelling at the implant site. The patient also experienced poor magnet retention. Subsequently, the patient was treated with oral antibiotics for 10 days (date not reported).

Manufacturer narrative:
Correction: the correct device is ci24m with serial number (B)(6). Not cp1000 magnet (2m, black) with catalog number z586148 as previously reported in initial MDR on october 29, 2025.

Manufacturer narrative:
Per the clinic, the patient was hospitalized overnight (specific date not reported).